Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficult to position the knot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral artery was completed with two proglide devices, using a pre-close technique, via a 7f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, after the aaa procedure the proglide knots could not be advanced to the arterial wall with both proglide sutures. Surgery was performed and a plastic patch was used to achieve hemostasis. Suture placement in the left common femoral artery was completed with two proglide devices, using a pre-close technique, via a 7f sheath. With the first device, a suture break occurred during knot tightening. The suture was cut and removed. The knot of the other proglide device was tightened but hemostasis was not achieved. Manual compression was applied for 15 minutes to achieve hemostasis. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure due to the surgery. It was reported that the physician is in-training in the use of the proglide device and in- training in the pre-close technique. No additional information was provided.